Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Info received indicates all four casters on the stretcher brake but continue to swivel slightly.